Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate anti-tachycardia pacing (atp) and a shock for supraventricular tachycardia (svt). Therapy was not exhausted. The patient was admitted into hospital for abnormal laboratory exams. Technical services (ts) recommended review episodes with cardiology/ep. Also, this device also recorded a pacemaker mediated tachycardia (pmt) that appeared to be false. At this time device remains in service. No additional patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.